Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the wireless footswitch lost connection during a procedure. The procedure was completed using a wired footswitch. As per advise of a philips engineer, the customer reinserted the battery of the wireless footswitch, which restored its functionality. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not work and the battery indicator is lit red and wifi indicator was blinking red. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.